Manufacturer narrative:
Batch review performed on 14 august 2019: lot 171082: (B)(4) items manufactured and released on 06-jun-2017. Expiration date: 2022-05-14. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the tibial insert almost 1 year and 8 months after primary. The surgery was completed successfully.